Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to the water invasion into the product, and due to the impact of that, each printed circuit board and the front panel unit led to failure. The event can be detected or prevented by following the instructions for use which state: instructions: visera elite ii video system center/olympus otv-s200. Precautions/warning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center monitor did not switch on. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.